Event description:
It was reported that a patient who was to undergo surgery under general anesthesia and was at risk of hypothermia had a warming blanket with active heating using a warm air blower. It was discovered that the warming blanket was torn at a welded seam, and warm air was leaking out. Since the area was sterile, it was not possible to change an entire blanket during an ongoing operation. There was patient involvement.

Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.